Manufacturer narrative:
Complaint confirmed. One unpackaged ar-1204as-80 flipcutter was received for investigation. Attempts at functional testing identified that the flipcutter was unresponsive, and locked in the received position. Further visual inspection identified that the actuator tube had broken at the weld proximal to the handle, resulting in an inoperable actuating mechanism, and leading to the locked condition observed during functional testing. Material grade analysis testing identified that the returned ar-1204as-80 met all as-received specifications. As such, the observed condition is most likely the result of user applied mechanical forces via prying/leveraging the actuator tube during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an acl surgery, the flipcutter locked in tilted position. The surgeon had to create a complete femoral tunnel. Change of fixation mode with femoral screw instead of cortical button. The surgery was completed successfully, no harm for patient, user or third party reported.